Event description:
It was reported by dealer that the seat is flattening out to the front right side of the (B)(4) power chair. Dealer advised whole seat frame leans forward. Spoke with tech advised if leaning forward something is bent. Dealer advised does not see anything broken.